Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 369 mg/dl with large ketones. Reportedly, the customer was taken to the emergency room (ER) by paramedics on (B)(6) 2016. When the customer arrived at the e.r., the customer was experiencing bg levels of over 400 mg/dl, and was treated with intravenous insulin and insulin drip. Approximately 5 hours later, the customer was admitted to the intensive care unit (ICU) for diabetic ketoacidosis and bg levels of over 400 mg/dl. However, while at the ICU, the contact stated that the customer's bg level dropped to 35 mg/dl while the customer was on an insulin drip and off the insulin pump. Reportedly, prior to the hospitalization, the customer had been delivering boluses like normal. Additionally, system check with tandem technical support indicated that the pump was performing as intended; however, the contact was unsure if the customer had set a temporary rate on the pump. The customer was released from the hospital on (B)(6) 2016, with the issue resolved and with no permanent damage to the customer. In addition, the contact stated the customer's bg level was in target range.